Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular undersensing was noted on ventricular tachycardia (vt) episodes. The right ventricular (rv) lead was capped during an upgrade procedure. No patient complications have been reported as a result of this event.